Event description:
(B)(6) medical center utilize spacelabs model 90309 vital signs monitors with sigma model 8000 infusion pumps at the bedside in their emergency room. They state that they have seen an issue with the pumps interfering with the spacelabs ECG waveforms when the pumps run at high speeds. With only the vital signs monitor running, the ECG waveform looks fine. When the infusion pump is hooked up to the patient and running at speeds higher than 250 ml/hr, high frequency noise is injected into the ECG waveform. The interference gets worse as the rate of infusion increases to the point that the ECG is completely lost at 900ml/hr rate. The problem can not be reproduced using simulators. This happens when both machines are connected to a single patient. This issue has already caused a near miss in the ER with a doctor misinterpreting the monitor.

Manufacturer narrative:
A follow-up report will be submitted, once a full evaluation has been conducted by sigma engineering.